Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a notifier test, it was noted that vibration could not be felt even after rebooting the device. No further information is available at this time.